Manufacturer narrative:
E1: phone (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a system fault. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
H3: this compliant does not require further investigation. The cadd-ms 3 devices stopped being manufactured in june 2017 and are considered a mature platform. The product line is not expected to incorporate further design enhancement. Based on its long-standing status as an active device with documented complaints, investigations and risk assessments, product complaint investigation activities are not expected to identify new failure modes that might require new actions / controls / mitigations.

Event description:
Gcm received an oracle ro 1378993 on 19-jul-2024, forwarding a complaint from dan gaillas a durable medical equipment representative of accredo therapeutics regarding a pump kit, cadd-ms 3, slate gray, mdl 7400, ce english 1/ea with ln 21-7411-51 and sn (B)(6). It was stated that the device had system fault. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported. Rcereno 19-jul-2024.